Manufacturer narrative:
(B)(4)

Event description:
It was reported that when an asymptomatic pacer dependent patient presented for post-operative check, it was noted on chest x-ray that the slack of the rv lead was gone. However, the rv lead still had good capture values and was in the right position. While performing ra lead repositioning procedure, rv lead became dislodged. The physician started working immediately on the rv lead but was not able to get it to attach to the wall of the heart and it was intermittently capturing at high output settings. A new lead was placed to provide capture support to the dependent patient but the capture threshold was marginal. The chronic lead was explanted and replaced. The supporting lead was also explanted when the patient has stable pacing support from the new lead. The patient was asymptomatic during lead replacement surgery and was fine in the recovery room. During post-operative check next day, all values were within normal limits and patient was asymptomatic.